Event description:
Healthcare professional reported, a left side removal was noted, as "asymmetry rupture". Healthcare professional, later reported, "capsular contracture", baker grade "2/3". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade ii/iii.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 12apr2024.

Event description:
Healthcare professional reported a left side removal was noted as "asymmetry rupture". Healthcare professional later reported "capsular contracture" baker grade "2/3".device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, d6(a).

Event description:
Healthcare professional reported a left side removal was noted as "asymmetry rupture". Healthcare professional later reported "capsular contracture" baker grade "2/3".device has been explanted and replaced.